Event description:
It was reported that the biomed needed technical support for arctic sun device that would not fill. Per additional information received via follow-up on 07-oct-2022, it was stated that the arctic sun device had failed circulation pump. Technical support gave him part information and biomed would be replacing the pump onsite. No patient involvement reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed needed technical support for arctic sun device that would not fill. Per additional information received via follow-up on 07-oct-2022, it was stated that the arctic sun device had failed circulation pump. Technical support gave him part information and biomed would be replacing the pump onsite. No patient involvement reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to circulation pump component failure due to filling issues. Per additional information received, it was stated that the arctic sun device had failed circulation pump. Technical support gave him part information and biomed would be replacing the pump onsite. No patient involvement reported. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related, therefore DHR review is not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.